Event description:
It was reported that the ilet pump displayed repeated ¿unable to proceed¿ messages during a supply change, including after supplies were removed, a dry run was attempted twice, and the pump was restarted, consistent with a mechanical problem affecting delivery motor communication. Customer care provided support that included device replacement logistics. Investigation of this case revealed a mechanical problem identified with the device, consistent with a delivery motor communication issue. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.